Event description:
Upon removing a pod, the customer noticed the cannula "wasn't in his skin" and the "insulin leaked into the cannula window." He also reports the cannula "appeared bent" but recalls the cannula going into his skin at the time of insertion. The pod was activated at 1:03 pm and by the evening time his blood glucose (bg) was 256 mg/dl; he administered 7.8 units of insulin and set his basal rate at 3.6 units. About 2 hours later his bg was 366 mg/dl so he administered 10.2 units of insulin. Twenty minutes later his bg was at 369 mg/dl. At 9:53 pm he may have tested with another bg meter which read "high" (> 500 mg/dl), but the customer is not sure of this. The pod was deactivated at that time. The product will be returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No problem was found that would have caused or contributed to the customer's high bgs. There is no indication that a bend in the cannula had occurred since no internal occlusion was found - the wire drive did not labor which would indicate an occlusion or bend occurred. Fluid was also seen exiting the distal tip which further indicates that the path was free from any blockage. No internal leakage was found. A dislodged cannula would result in interrupt insulin delivery and may lead to increased blood glucose. A lab evaluation of the device would not be able to confirm that the cannula had become dislodged from the customer's skin and therefore no conclusion can be drawn as to whether this occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula wa properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Lot qualification records were reviewed and found to have met all acceptance criteria.